Event description:
It was reported that the pigtail line came out of the cartridge. There was no impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.